Event description:
A malfunction alarm was reported by the customer, identified as malf 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided instructions for resetting the pump, which resolved the malfunction, and the customer was able to continue using the pump without further issues.